Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had bed bearings was confirmed. An assessment was performed on the device which found that the device failed the cutter insertion assessment. During repair it was observed that the bearings were worn out and loose and created a situation where the cutter is not able to be inserted. It was determined that this is because the bearings are no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the bearings on the attachment device went bad and looked loose after the procedure was completed. It was reported that there were no delays in the procedure due to event as the same device was used to complete the procedure successfully. There were spare devices available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.